Manufacturer narrative:
Initial reporter address: (B)(6). Manufacturing facility: this device was manufactured at one of the two following manufacturing sites: baxter healthcare : (B)(4). Baxter healthcare : (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a compatibility issue with a clearlink system continu-flo solution set. It was further reported that after the set is connected to a non-baxter secondary set, they have to go back and disconnect and the male end snaps and/or breaks inside and fluid goes flying everywhere. It was not specified when in the process step this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h6 and h10. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.